Manufacturer narrative:
Device evaluated by manufacturer: the unit returned has the distal end tip damaged, as part of overall visual revision. The returned device matches with upn provided by the customer. A visual inspection was performed and the device has the distal section stretched and kinked, due to this condition the internal wire in the distal tip end is kinked, however the internal wire is attached to the ballweld. A dimensional inspection was performed and the overall length and od of the distal tip couldn¿t be measured due to the device condition (coil stretched). The od of middle of the device and the od of the proximal section were measured and found to be within specification. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that a guidewire tip detached. An amplatz super stiff¿ guidewire was removed from its packaging during prep and it was observed that the tip of the guidewire detached. The procedure was successfully completed with no patient complications after replacing the amplatz super stiff¿ guidewire with another of same device.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a guidewire tip detached. An amplatz super stiff¿ guidewire was removed from its packaging during prep and it was observed that the tip of the guidewire detached. The procedure was successfully completed with no patient complications after replacing the amplatz super stiff¿ guidewire with another of same device.